Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the epg (external pulse generator) failed incoming testing due to the lcd (liquid crystal display) being out of electrical specification (missing pixels). Incoming testing also found intermittent operation. The battery contacts were compressed/contaminated, and the battery release, battery release o-ring, heart wire contacts, battery drawer, heart lead flex, heart block, and battery flex were contaminated. In addition, the upper/lower case was broken/contaminated, the ring cover and lead flex cover were broken, bail covers and bails were missing, and the keyboard was scratched. (B)(4).

Event description:
The epg (external pulse generator) was returned to the manufacturer for trade-in. It was analyzed and tested out of specification. There was no patient involvement.